Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient presented with pain in the right hip, and after x-ray imaging, it was shown that the stem was fractured distally.

Manufacturer narrative:
Examination of the returned device was not possible as it was not returned. It was communicated that the device remains implanted and there are no plans for surgical intervention. A search of the complaints databases finds no other reports against the product lot code combination since its release to distribution. Review of provided patient x-rays confirms the fracture. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.